Event description:
The customer reported an erroneous high triglyceride test result was generated when using the unicel dxc 800 synchron system. The erroneous test result was reported out of the laboratory. The customer repeated the sample on another dxc and obtained a lower result and a corrected report was issued. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer. During the evaluation, the cartridge chemistry (cc) sample probe carryover test failed. The fse replaced the sample probe and wash collar to correct the failure. Triglyceride calibration and cc mixer paddle carryover test failed, and the fse performed the "wash all cuvette procedure" and replaced the cc mixer paddles and performed alignments to correct the failure. The triglyceride calibration and quality control was performed to verify performance. Identified failure mode: failure mode is unknown. Multiple hardware components were replaced and any one of these parts could have caused the issue.